Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had unexpected power loss and pump losing power without warning after replacing the battery in a timely manner. The customer¿s blood glucose level was 84.6mg/dl at the time of the incident. Pump will be sent back for analysis and we will send a replacement.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance issue on the electrical board.